Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg has flipped in the pocket site causing pain. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of ipg pocket revision due to pain at ipg site was reported to abbott. Patient's ipg was flipping in the pocket. Stimulation was confirmed in post op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned resolving the issue.